Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer was informed by technical support that a replacement pump with updated software would be sent, and backup therapy using manual injections was suggested to ensure continuous insulin delivery. Technical support provided instructions for returning the problematic pump and advised on steps to take upon receiving the new pump.